Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that shaft hole occurred. The target lesion was located in a moderately tortuous and moderately calcified iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced to the lesion. However, during inflation, a saline leaked was noted from the shaft part. It was suspected that the issue occurred due to a hole on the lumen of the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded and there was contrast in the balloon. Functional testing was conducted by attaching an inflation device filled with water to the hub of the returned device. When pressure was applied, water was found to be streaming out from the shaft of the device. Microscopic and tactile inspection revealed holes in the outer shaft 33.7cm, 34cm and 34.1cm from the strain relief. Microscopic inspection found no irregularities or damage of the proximal bond. Microscopic inspection found no irregularities or defects of the balloon/markerbands. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft hole occurred. The target lesion was located in a moderately tortuous and moderately calcified iliac artery. A 7.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to the lesion. However, during inflation, a saline leaked was noted from the shaft part. It was suspected that the issue occurred due to a hole on the lumen of the guidewire. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.